Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported unstable (knob ¿ loose), the reported positioning failure (curve ¿ unable), the reported unintended movement associated with the device jumping, and the reported noise, audible (noise), are due to the internal cable break. The cause of the reported break (cable break) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the device jumping and suspected cable break. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. One clip was implanted successfully. Another xtw clip was advanced through the steerable guide catheter (sgc) to the left atrium and straddled. The m-knob was applied, and the clip delivery system (cds) jumped and made an audible sound. The m-knob was loose and did not produce a tip deflection response at all when applied. The cds was removed and a replacement was used to complete the procedure, reducing the mr grade 1. There were no patient consequences or clinically significant delay. No additional information was provided.